Manufacturer narrative:
At the time of this report the glidescope smart cable has not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was intermittent. Reportedly the image would cut out when the smart cable was manipulated. A non-verathon video laryngoscope was used to complete the procedure; however, the time required to prepare the second device was not reported. No harm to patient or user was reported.